Event description:
It was reported that non-sustained rv oversensing of myopotentials was observed. Isometric testing and programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.